Event description:
Patient has used vial mates for 22 doses without incident. Today when she tried to activate (twist to align the ribs - normally clicks into place) they just spin. Patient unable to activate. Rn had to go out and reconstitute drug manually. Dates of use: (B)(6) 2012. Reason for use: infection - used with teflaro for IV infusion.